Event description:
It is reported that an integrity rx bare metal stent was implanted in a patient 122 days beyond its expiration date. No adverse events or patient complications have been reported.

Manufacturer narrative:
Evaluation results: shelf life exceeded. Failure to follow instructions (recommended that shelf life be verified prior to use). No results available since no evaluation performed (no device or procedural images returned for review). Evaluation conclusions: device not returned. Failure to follow instructions ( recommended that shelf life be verified prior to use). User error contributed to event (device used beyond ubd. Recommended in IFU that the shelf life be verified prior to use); no device failure . Conclusion not yet available: evaluation in progress (root cause investigation is in progress at country level). (B)(4).